Event description:
A peritoneal dialysis patient has reported that during treatment, as the fluid began to flow into the mts set, the fluid started leaking at the point where the pin and plastic connect. It was noted that the blue pin area was noted to be loose. The patient was advised to come into the clinic the following day where the capd exchange was completed with 1.5 liter 1.5% dialysate. The initial effluent volume was 200 ml of clear effluent. Per order, the following antibiotics were prescribed prophylactically, vancomycin 1 gram was added to the dialysate. Additionally, ciproflaxin 500 mg to be taken orally was prescribed for 3 days. The final report of the sampled effluent showed no growth after 5 days. The patient continues with pd therapy and is reportedly doing well.